Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unspecified tachy device detected a red alert condition within the remote monitoring system. No adverse patient effects were reported. No further details have been made available.